Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (95% stenosis, sever calcification <(>&<)> tortuosity). Inherent risk of procedure (stent deformation). Deformation problem (stent). Evaluation conclusion: known inherent risk of a procedure. (Stent deformation). Device failure related to patient condition (95% stenosis, sever calcification <(>&<)> tortuosity). (B)(4).

Event description:
It is reported that during the surgery physician used endeavor resolute rx device to treat lesion that showed 95% stenosis in the distal lcx. The device could not pass the lesion, which was severely calcified and tortuous. The device was inspected prior use with no abnormalities noted. The device prepped before use according to instructions for use. No resistance was encountered at the lesion. The lesion was pre-dilated. The physician used a new device to complete the procedure. No patient injury noted. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: the stent was present on the balloon between the markerbands. The distal tip appeared flared. The 1st distal stent segment had raised strut. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).